Event description:
It was reported that the device was used during a cholecystectomy, the device gave a solid tone within twenty minutes, and the blade broke. No broken parts fell off. There was no patient consequence.